Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned without the original packaging. A photo sample was submitted which showed a break in the body of the stent; based on the photo the device did not appear to be completely separated. Visual evaluation of the physical sample noted the separation occurred at the start of the distal pigtail; the separation indents inward; this is an indicator that the material was possibly cut with a sharp object due to no stretching or discoloration. The suture does appear to be pulled due to the wave-like appearance which is caused by force applied to the material. No additional defects were noted. The sample passed all dimensional requirements, the outer diameter measured 0.0804" using a laser micrometer, the tip inner diameter measured 0.050". A 0.038" guidewire passed through the sample with no resistance. Though a specific cause for this event cannot be determined, a potential root cause for this event could be "inappropriate package design." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the stent had been rupture when the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent had been rupture when the package was opened.